Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Technical services has provided guidance for this reported issue. The tubes in question were only allowed to clot for 30 minutes. The IFU for this tube type (serum) indicates that the minimum time recommendations for serum tubes is 60 minutes. Recommended times are based upon an intact clotting process. Patients with abnormal clotting due to disease, or those receiving anticoagulant therapy require more time for complete clot formation. A communication from this customer states a 30 minute clot time was allowed prior to centrifugation.

Event description:
It was reported that the bd vacutainer® serum blood collection tube produced a "gel like mass" in it after use. The customer did not mix the tube and allowed it to clot for "30 minutes" before centrifuging it at "1600g's". The following information was provided by the initial reporter: customer had questions about the processing of serum tubes as he has 2 protocols being used. One states to mix tube 3 times, allow to clot for 60 minutes and spin at 1300g's for 10 minutes. The other states no mixing, clot for 30 minutes and spin at 1600g's. The specimens that follow the second protocol exhibit a gel like mass in the tubes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® serum blood collection tube produced a "gel like mass" in it after use. The customer did not mix the tube and allowed it to clot for "30 minutes" before centrifuging it at "1600g's". The following information was provided by the initial reporter: customer had questions about the processing of serum tubes as he has 2 protocols being used. One states to mix tube 3 times, allow to clot for 60 minutes and spin at 1300g's for 10 minutes. The other states no mixing, clot for 30 minutes and spin at 1600g's. The specimens that follow the second protocol exhibit a gel like mass in the tubes.